Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported via medwatch report (B)(4), that during a right total knee arthroplasty, the tooth broke from the cutting end of the blade. It was also reported that the missing tooth was not located, an x-ray was taken which was negative for foreign body. It was further reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch report (B)(4), that during a right total knee arthroplasty, the tooth broke from the cutting end of the blade. It was also reported that the missing tooth was not located, an x-ray was taken which was negative for foreign body. It was further reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.